Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Manufacturer narrative:
H6: removed 2423, d9: device available for evaluation.

Event description:
It was reported on (B)(6) 2021 that alarm occlusions were not observed in the pump history; however, multiple temperature alarms had occurred. Additionally, the pump battery was depleting quickly. There was no adverse impact to customer's blood glucose level. The customer reverted to alternate insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. There was no adverse impact to customer's blood glucose level. Multiple attempts were made to complete troubleshooting; however, no additional patient or event information was available.